Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (ous) vh-3000 coagulation forceps appeared to be still working without the trigger switch, which made it impossible to use normally. The electrocoagulation forceps will continue to work without a trigger switch, and can only stop working when the power is disconnected. After that, the same product was replaced to complete the operation without causing any harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed, however a photograph was provided. A photographic inspection was conducted. The jaws were observed to be opened and glowing red during a procedure. The toggle was not observed in the photograph. Based on the photographic inspection, the reported failure "electrical issue/self-activation" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.